Manufacturer narrative:
A user facility reported, "coagulator button and cut button worked incorrectly, the buttons did the opposite of what was labeled." Deroyal industries has requested return of the sample but it has been received yet. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "coagulator button and cut button worked incorrectly, the buttons did the opposite of what was labeled."

Manufacturer narrative:
A user facility reported, "coagulator button and cut button worked incorrectly, the buttons did the opposite of what was labeled." Deroyal industries has requested return of the sample and received it on 5/15/2024. Deroyal industries reviewed the device history record and found no issues. Functional results from the lot of the affected product were reviewed and no issues were found with the continuity test. The failure modes and effects analysis (fmea) and well as material review reports (mrrs) were reviewed and found that no updates or issues were found. The returned samples was inspected and confirmed that the coagulator and cut buttons were working incorrectly. Upon disassembly of the device, it was noticed that two of the three terminals of the cable were not soldered in the correct position causing the issue within the cautery pencil. Inventory was also inspected. There was no inventory with the affected lot, however the same product number from a different lot was found. Fifty samples were tested and no issues were identified. A complaint to sales ratio was conducted over the last two years and found to be 0.0097%. Root cause: a manufacturing error of the soldering of two cables in the incorrect positions. This was not able to be observed in the 100% inspection and as a conclusion the root cause was determined to be lack of adherence to the manufacturing specifications. Corrective and preventive actions: operators involved received a retraining on the manufacturing procedure. Work orders produced after the retraining were reviewed and confirmed to be correct showing retraining was effective. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.